Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) and right ventricular (rv) lead exhibited high shocking lead impedance measurements greater than 125 ohms. Additional information was received and indicated that the patient was seen in the clinic and shock impedance measurement demonstrated as within normal limits. The patient would continue to be monitored. The system remains in service. No adverse patient effects were reported.